Manufacturer narrative:
Model number/catalog number: sc-2316-50e, (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was found to have an epidural infection after trial leads were removed. Symptom of back pain was noted. Infection was not device or procedure related and the cause was unknown. It was unknown if antibiotics were prescribed and if cultures were taken. The patient was reported to be doing well.